Event description:
While the end user was attempting to transfer from the manual wheelchair her clothing was allegedly caught on the wheel lock which reportedly caused the end user to fall and break her leg.